Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate infusor was overinfusing. The device was filled with 60 ml anpec and 84 ml saline. The medication was completely delivered in 44 hours instead of 72. There was no patient injury or medical intervention reported with this event. No additional information is available.